Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/21/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/04/2014 with the following findings:a visual inspection of the pump revealed that the battery compartment was cracked from the threads to the case seal. The returned battery cap was able to be secured to the pump and was used to complete all testing. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Also unrelated to the complaint, the pump case was found to be damaged at the upper right corner of the display lens and case seal. In addition to the unrelated issues, evaluation revealed that the up arrow and contrast keypad buttons were intermittently unresponsive. The down arrow and ok buttons responded appropriately to button presses. The keypad cover was intact; no damage was observed. The keypad cover was removed and contamination was found under the up arrow and contrast key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was cracked. It was noted that battery two different battery caps were not able to properly secure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.